Manufacturer narrative:
Nothing was explanted: date of revision: (B)(6) 2008. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient who experienced pain greater than one year was enrolled in a prodisc-c clinical study. Patient was implanted on (B)(6)-2003. Level c5-6. Patient experienced neck pain with sub-occipital headaches. Patient was returned to operating room on (B)(6)-2008 for revision and an anterior cervical fusion was performed at level c4-5 with allograft. The plate and screw at c5-6 was not removed. This is one of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(4) study patient # (B)(4) received an anterior cervical discectomy and fusion (acdf) at c5-c6 on (B)(6) 2003. On (B)(6) 2015: update: etq complaint update associated with catsweb (cw) complaint #(B)(4). Reason for cw #(B)(4): neck pain with headaches, (B)(6) 2008 revision with anterior cervical fusion at c4-5, plate removed at index level of c5-6. New information received: height, bmi, race, additional imaging, additional medications and comorbidities.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.